Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was noted via home monitoring. A revision was performed. The lead could only be partially explanted. The lead was capped and a new lead was implanted.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 18 cm distal to the df4 connector. The proximal and medial fragments were received for analysis. The distal fragment was not returned for analysis. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.